Event description:
I had surgery on my left elbow and left wrist. Postoperatively, mastisol was used to secure the steri-strips. I had burning and itching sensations, along with blistering. I was told I had a topic allergic reaction to the mastisol. This reaction occurred over my incision lines, which could have induced an infection to my operative sites.